Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath, and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing the cat6 to the target vessel using the peel away sheath, the physician experienced resistance and, subsequently, kinked the proximal end of the cat6. Therefore, the cat6 was removed. The procedure was completed using an indigo system aspiration catheter 5 (cat5) and the same sheath. There was no report of an adverse effect to the patient.